Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an inoperable air detector, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion of blinatumomab, the pump showed the reservoir volume as 11.2ml but the bag was almost full. The length of infusion was 7 days. It was also noted that the tubing was full of air and the pump never alarmed. The patient had stated that the pump alarmed once because they sat on the tubing but the pump never alarmed again. The patient was to be readmitted for another week of infusion. Per the reporter, there were no adverse patient effects.